Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg turns off by itself. Troubleshooting was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue. Reportedly, therapy was restored post operation.

Manufacturer narrative:
The reported observation of the ipg "turning off¿/ auto reducing was not confirmed. The root cause of the reported observation was not ascertained. Review of the as received ipg diagnostic logs, the ipg and cp logs returned from the field indicated the device was exhibiting normal operation. Impedance testing in the field showed values within the expected range. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed.